Manufacturer narrative:
Other text: this MDR was generated under protocol: (B)(4). Additional information g3 report source. D4 UDI number and d5 operator of device are unknown. No information has been provided to date., corrected data: corrections d4 brand name, g5 510k, h3 device evaluated by manufacturer, and h6 patient codes, method codes, and conclusion codes.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Review of the pump's event history log has shown indications of one 20ml delivery accuracy test performed prior to the pump's return to smiths. Functional testing to detect for delivery accuracy found the pump to be delivering within specification. The customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy mdl, 6500 is over-delivering. 100 ml cassette was filled with solution of injection water and veletri medication no further information available. No patient injury resulted.